Manufacturer narrative:
The device was received with intermittent button response and button error alarms due to corroded keypad traces. The device was received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken battery tube threads and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states having come out the shower and putting the pump back on, when it began to alarm. The customer's blood glucose is 142mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.